Manufacturer narrative:
Correction to h6; investigation findings, investigation conclusion. A supplemental MDR is being submitted to correct the reportability of the adverse event previously reported. The following sections of this report have been updated: d9 (device availability); h2 (correction and additional information); h6 investigation findings, and investigation conclusions). The 26mm sapien 3 ultra valve was not returned for evaluation. However, during the evaluation of the esheath, it was found that despite the reporter's claim of observing a liner puncture after device withdrawal, no defect was identified on the returned device. Consequently, as there is no loss of integrity of the esheath, the risk of a bent valve frame strut causing a vascular injury is remote. Therefore, the event is no longer FDA-reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edward affiliates in germany, during the device preparation implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the valve was not crimped long enough. While introducing the delivery system with the crimped valve through the esheath, resistance was met due to the valve's crimping profile. Afterwards, a liner puncture was observed. Everything was removed as a single unit, and a new kit was prepared and successfully implanted. The patient had no injury and was stable after the procedure. The device will be returned for examination. The perceived root cause of the event was that the valve was not crimped long enough.